Manufacturer narrative:
(B)(4). The rt212 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt212 breathing circuit was returned to fisher & paykel healthcare in (B)(6) for evaluation. It was visually inspected, pressure tested, and immersed in a water bath to test for leaks. Results: the pressure test revealed that the breathing circuit was out of specification due to excessive leak. When the subject breathing circuit was immersed in the water bath, the leak was observed at the connection between the lid and the bowl of the expiratory water trap. A lot check could not be performed as no lot number was provided. Conclusion: the breathing circuit water trap consists of a bowl and a lid, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed after the subject rt212 adult breathing circuit was released for distribution such as during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions that accompany the rt212 adult inspiratory heated breathing circuit state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a distributor that an rt212 adult breathing circuit failed the servo-I ventilator leak test. This was found prior to patient use.